Event description:
Co received a report regarding this device that stated the device prematurely detached in catheter. The coil was not attached to the power supply. The dr was beginning to deploy the coil when it broke and was able to pull out the whole system with no impact on the pt.